Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnecting cable socket cover needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the interconnecting cable socket cover needs replaced. No patient injury was reported.